Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. The device exhibited eri characteristics. Review of the battery data during service life found normal increase of battery impedance and normal decrease of battery voltage over time. The total used capacity between the manufacture and eri is comparable to the battery capacity from the product manual.

Event description:
It was reported that the device went into eri (elective replacement indicator) phase too early compared with the predicted longevity. No adverse consequences for the patient was reported.